Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It reported that the ipg was flipping in the pocket causing the patient pain at the pocket site. In turn, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg pocket was anchored to the tissue to address the issue.

Manufacturer narrative:
Correction: additional information was obtained that the surgery took place on (B)(6) 2025 not (B)(6) 2025.

Event description:
Additional information was obtained that the surgery took place on (B)(6) 2025 not (B)(6) 2025. Issue resolved.